Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inhibition of pacing and inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2023. The patient was discharged with no adverse consequences.